Event description:
Rptr calling on behalf of the neurosurgeon, who performed a procedure on two pts within one month using tutoplastic processed dura mater. Both pts subsequently experienced cerebrospinal fluid leak and infection. The presentation of symptoms were similar, though a different infective organism, and cause for concern. Surgeon felt this was unusual and was concerned that there is a problem with product.